Event description:
It was learned that a patient with a 29mm mitral valve underwent a valve-in-valve procedure after an implant duration of 9 years, 3 months due to stenosis and regurgitation. The patient presented with hf and sob. A transcatheter valve was implanted.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned that a patient with a 29mm mitral valve underwent a valve-in-valve procedure after an implant duration of 9 years, 3 months due to flail mitral leaflet, severe restricted motion, stenosis and severe regurgitation. The patient presented with acute on chronic chf. A transcatheter valve was implanted. The patient was discharged on pod#6.

Manufacturer narrative:
H10: additional narratives. Updated b5, b7, and h6 per new information received. Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly.

Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received. The most likely cause is patient factors, including cad, hld, dm ii, and ckd3. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.